Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked. It was further described as "leak in the tube at the height of the clamp". This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, one (1) photograph of the sample and twelve (12) retention samples were provided for evaluation. Visual inspection of the retention samples was performed and did not identify any abnormalities that could have contributed to the reported condition were noted. Visual inspection of the picture confirmed damage to the patient line. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.